Event description:
It was reported by the customer that their insulin pump had been damaged. Customer stated the display glass was cracked and a portion of the device had broken off. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The unit was received with to bleeding and cracked glass on lcd board. Unable to verify meter bg no alarm due to cracked glass on lcd board. Unit received with cracked lcd window, case at display window corners and battery tube threads.